Event description:
It was reported to the manufacturer, by the end user, per the end user, that patient fell out of bed. Complaint (B)(4) and ra (B)(4) was entered into our system to have the bed returned for investigation. As of this writing, the bed has not been returned.